Event description:
During an atrial fibrillation ablation procedure, a side port detachment occurred. The device was exchanged and the procedure was completed with no adverse consequences to the patient. It was noted that the tubing of the side port detached from the sheath. The side port itself remained, but the clear tubing detached from the device. To replace the device, first the ablation catheter and the introducer were brought from the left atrium into the right atrium and inferior vena cava. The ablation catheter was then gently removed as aspiration was not possible. The access wire was reintroduced into the introducer and placed into the superior vena cava. The introducer was then removed and replaced with a new one. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
No devices were returned for analysis, however a photo was received. The photograph showed the sideport tubing had been detached from the hemostasis hub. The root cause was determined to be a manufacturing related issue.